Event description:
After implantation of the second smart control stent in the right superficial femoral artery, it was noted that this second stent was bent, and was limiting blood flow past it. Therefore, an add'l (third) smart control stent was implanted, overlapping the bent second one, which fixed the problem. The pt is reported to be doing well at this time, and suffered no adverse sequelae from the limited flow. The physician has stated that there was no obstruction or angulation in the vessel that could have caused the stent to become bent. The lesion was described as occlusive, moderately calcified, and not tortuous. The lesion was pre-dilated prior to stenting according to the reporting affiliate. The stent delivery system has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.